Manufacturer narrative:
Evaluation summary - no product was returned for evaluation. Also, no x-rays were returned for evaluation. Dislocation could be caused due to (but not limited to) one or more of the following: improper shell size selection, incorrect component positioning, femoral component impingement, patient anatomy prone to dislocation, and improper anatomical position assumed by patient. Based on the available information, a definitive cause can not be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective actin is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2005, and revised in 2008, due to frequent dislocations.